Event description:
Customer reported receiving an alarm and a bolus stopped message on the insulin pump. Customer reported that the insulin pump may have recently been exposed to sweat. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. Unable to test the bolus due to the unresponsive buttons. The pump also had minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).